Event description:
It was reported that during a routine generator change, this right atrial (ra) lead was capped and surgically abandoned due to a product performance anomaly. The physician called technical services (ts) to inquire about the magnetic resonance imaging (MRI) conditionality of the new cardiac resynchronization therapy pacemaker (crt-p) device system if the ra lead was capped. Ts reviewed the product guidelines and educated the physician. The ra lead was capped and replaced with a new lead successfully. No additional adverse patient effects were reported. No additional information was provided at this time. Subsequent additional information was received that reported that during a clinic visit, this right atrial (ra) lead was checked and found to exhibit loss of capture (loc) and noisy signals. Attempts were made to reprogram the ra lead, however, were unsuccessful. The physician decided to perform a lead revision procedure, where the ra lead was surgically abandoned and replaced successfully with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine generator change, this right atrial (ra) lead was capped and surgically abandoned due to a product performance anomaly. The physician called technical services (ts) to inquire about the magnetic resonance imaging (MRI) conditionality of the new cardiac resynchronization therapy pacemaker (crt-p) device system if the ra lead was capped. Ts reviewed the product guidelines and educated the physician. The ra lead was capped and replaced with a new lead successfully. No additional adverse patient effects were reported. No additional information was provided at this time.

Event description:
It was reported that during a routine generator change, this right atrial (ra) lead was capped and surgically abandoned due to a product performance anomaly. The physician called technical services (ts) to inquire about the magnetic resonance imaging (MRI) conditionality of the new cardiac resynchronization therapy pacemaker (crt-p) device system if the ra lead was capped. Ts reviewed the product guidelines and educated the physician. The ra lead was capped and replaced with a new lead successfully. No additional adverse patient effects were reported. No additional information was provided at this time. Subsequent additional information was received that reported that during a clinic check, the right atrial (ra) lead had exhibited noisy signals. Attempts were made to reprogram around the noise signals, however, were unsuccessful. The physician decided to perform a lead revision procedure, where the ra lead was surgically abandoned and replaced successfully with a new lead. No additional adverse patient effects were reported.